Event description:
It was reported that caller experienced recurring occlusion alarms, occurring at least every other day over several months. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.